Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to operate per specification. No signs of a leak were observed from the control module housing during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the control module housing of a multirate infusor. This occurred during infusion. The device had been filled with 0.020 mg/ml trabectedine in 0.9% sodium chloride solution to a total fill volume of 275ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.